Manufacturer narrative:
This report is for an unknown 3.5mm proximal humerus locking plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Dates of implantation is an unknown date between (B)(6) 2007 and (B)(6) 2011. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: silverstein m et al (2015). Analysis of failure with the use of locked plates for stabilization of proximal humerus fractures. Bulletin of the hospital for joint diseases. Volume 73. Issue 3. Pages 185-189. (USA). The purpose of this retrospective study was to evaluate patient history, injury, and surgical factors associated with healing complications with the use of locked plates to stabilize a series of proximal humerus fractures. Between june 2007 and december 2011, seventy-eight (78) proximal humerus fractures in seventy-eight (78) patients were treated with open reduction and internal fixation using a locked plate. Twenty-four (24) patients were lost to follow-up. A total of fifty-four (54) patients who were available for a six (6) month minimum follow-up (range: 6 to 60 months) were included in the study. There were twenty-nine (29) men and twenty-five (25) women with an average age of fifty-two (52) years (range: 18 to 82 years). All patients were implanted using an unknown synthes 3.5mm proximal humerus locking plate. All patients followed a similar post-surgical rehabilitation protocol that emphasized early range of shoulder motion. Complications were reported as follows: 16 patients had varus malunion. 16 patients had a loss of humeral height greater than 5 mm. 6 patients had avascular necrosis. 10 patients had initial varus malreduction on postoperative x-rays. 11 patients required secondary surgery due to impingement pain and functional impairment. 5 patients had a revision with open reduction and internal fixation. 5 patients had implant removal, and 5 patients had hemiarthroplasty. 1 patient had implant penetration. This report is for an unknown synthes 3.5mm proximal humerus locking plate. This is report 2 of 2 for (B)(4).